Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The patient was sedated with local anesthesia. A rotalink advancer, a 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, when the pedal was stepped on, it was noted that the signal light had not been changed, and it was unable to switch between the high and low speed. The device was removed directly and the procedure was aborted. The event with the foot pedal was resolved and the procedure was completed the next day with no patient complications. The patient was stable post procedure.